Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
The customer reported that the ventilator stopped working without any notice, the c500 screen went black and an audible alarm sounded. In order to quiet the audible alarm, the customer turned off the main power rocker switch. No patient injury was reported.

Manufacturer narrative:
Log files of the affected device were provided for the investigation. From the log entries it can be derived that the device was running on battery power during the event on (B)(6) 2017 . The log entries are indicating that the hard disk drive (approx. 30.000 operating hours) could not reach the required rotation speed within the expected time temporarily. The device reacted as specified to this malfunction by restarting the cockpit c500 with an accompanying audible alarm. During the restart, the display remains black; unlike reported by the user, the ventilation performed by the ventilation unit vn500 is not affected and continues as previously set. Furthermore, safety relevant parameters like fio2, minute volume, or airway pressure are an indicator for the on-going ventilation and are still displayed on the secondary oled-display of the vn500. At 11:11 am the device is likely switched off by the user by turning the rocker switch to ¿off¿ while the battery capacity was still at 40%.

Event description:
Please see initial report